Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the event. The fse replaced the diff processor 4 card and resolved the problem. (B)(4).

Event description:
Customer reported a problem when using the coulter lh 750 hematology analyzer. The problem was described as "the amc (analyzer microcontroller card) timed out and diff (differential) communication failure; the analyzer could not be reset." A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.